Manufacturer narrative:
(B)(4): evaluation, results: (stent deformation and failure to deliver stent). Results and conclusion results: (interaction with previously deployed stent).

Event description:
The physician was treating a lesion in the lad with an endeavor sprint rapid exchange (rx) drug-eluting stent. The lesion had moderate calcification was moderately tortuous with 90% stenosis. The physician attempted to pass through a previously deployed stent, but during this the stent struts of the endeavor sprint rx became disrupted. The device was removed from the patient without issue. The physician treated the lesion with ballooning. There was no patient injury reported. There was no issues noted during prep or inspection prior to use. Evaluation summary: the hypotube was bent. The eight stent segment was pulled distally, raised and deformed. The distal tip was frayed. The stent was positioned on the balloon per specifications.